Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported there was t-wave oversensing which resulted in three shocks. Sensing changes were made including changing to integrated bipolar. The lead remains in use. No further patient complications have been reported as a result of this event.